Event description:
O-arm was requested for procedure. Scout images were obtained, but 3d spin imaging malfunctioned during the procedure, not producing a diagnostic image. There was a horizontal artifact showing black and white top and bottom on image. Md was in room when this occurred. The machine was shut down and rebooted, and the rep was called. I was walked through steps to reset the system, but was unsuccessful in obtaining a 3d image. O-arm was removed from around the patient and md proceeded with procedure.